Event description:
The distributor reported that during a patient procedure their light handle cover detached and fell during use. No report of injury.

Manufacturer narrative:
Steris has confirmed the reported issue. The polyblend plastic material that is used to form the light handle cover was sourced from a secondary supplier beginning in october 2022 and may not meet performance specifications. Steris initiated a recall (removal) of the affected product on march 3, 2023.